Event description:
It was reported that prior to use, the cardiosave intra aortic balloon pump (iabp) had an autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. Tested all pneumatics and performed all leak tests. The unit passed all functional and safety tests per factory specifications.

Event description:
N/a.